Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope body had a crack, watertightness was lost due to deformation of the electrical connector guide pin, watertightness was lost due to a pinhole on the bending section rubber, watertightness was lost due to a scratch on the distal end, insulation resistance at the distal end was out of standard due to a scratch on the distal end cover, the number of missing elements exceeded standards due to damage on the ultrasonic probe, the objective lens was cracked, bending angle in the up direction was out of standard, the universal cord was buckling, and there was a gap on the distal end where a stain entered the lens through the gap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had play with the angulation. Inspection and testing of the returned device found there was a gap of the adhesive on the distal end where a stain entered the lens and there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due wear and tear damage with customer mishandling and with increasing usage over time. Olympus will continue to monitor field performance for this device.